Event description:
It was reported to covidien on (B) (6) 2009, that a customer had an issue with an enteral feeding tube set. The customer reported that the clinician set the feed rate for 55ml/hr and a flush for 500 ml every 6 hours; however, the 500 ml flush delivered the feeding solution to the diabetic pt, which led to elevated blood sugars. The institution refused to disclose any further info regarding the pt's status or any of the medical interventions that were utilized.

Manufacturer narrative:
(B) (4): an investigation is currently underway. Upon completion, the results will be forwarded.